Event description:
When the device was connected to the patient, connect electrodes was continuously prompted. Another device of same model was obtained and connected to the patient using electrodes that were carried with it. This backup device was used to continue patient treatment. The patient was not resuscitated. The facility indicated that patient outcome was not the result of the reported event, due to a lack of patient viability.